Event description:
It was reported that the patients' right tibial baseplate was loose so the surgeon revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown scorpio size 7 tibial baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding loosening involving a series 7000 standard tibia was reported. The event was confirmed. Device evaluation was not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review confirmed no other similar events for the reported lot. A review of the provided medical records and x-rays by a clinical consultant indicated: ¿all components are evidently loose¿there are no reasons to assume that device-related factors were active in this case. Further clinical or laboratory info might provide more certainty regarding the conclusions in this case.¿ conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as clinical information, revision notes, pathology reports, and the reported device are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
It was reported that the patients' right tibial baseplate was loose so the surgeon revised.